Manufacturer narrative:
Pump booted up, but a screen anomaly has been seen (pale white imagery) the pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, and active current test. The pump failed the self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Found no alerts, alarms, or anomalies in the pump history files and traces. Pump delivered 190 bolus deliveries on the event date of 10/06/2024 at 00:02:27.000 to 23:57:27.000. Pump was cut open to perform visual inspection and found a cracked lcd controller on pcba 1. The following were also noted during visual inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. Frozen screen and blank display were not confirmed during testing. E/a alarm unspecified was not confirmed. Unable to verify customer's complaint for low bg's. Back light anomaly was confirmed during testing due to a cracked lcd controller on pcba 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a frozen display. The customer reported a blood glucose value of 58 mg/dl. Troubleshooting was performed. The customer reported hypoglycemia which did not require treatment. The customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-1884. The customer reported low blood glucose. The customer called back after resting the pump for 2 hours and replacing the battery. The frozen display continued. The customer called for an issue not covered by existing troubleshooting guides. The customer stated a white banner on the screen though it was a low pump error 1st error and went black. No further patient complications were reported. The customer was instructed to discontinue pump use and revert to the backup plan per health care professional instruction. Mmt-1884 was requested and the customer response was the device will be returned.